Event description:
This procedure was performed in (B)(6).during procedure, the physician noticed the catheter markerband of the gooseneck snare was missing when he captured a migrated cv catheter with the device. The physician searched for the missing marker and found it was at the right ventricle. Since the marker remained where it was (not moving at all), the physician decided not to retrieve the marker. He just removed the cv catheter from the patient and completed the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the snare catheter, snare wire, introducer and torque device were received for evaluation. The catheter's marker band was missing from the catheter's distal tip. The lumen exhibited a witness mark indicating that the marker band had been present and was bordered on both sides (proximal and distal) by the polymer material . That is, the catheter exhibited a witness mark indicating that the marker band was present at one time and was molded over. The shape of the catheter shaft was essentially correct (circular cross-section and tubular). The radiused tip was correct. The catheter wall exhibited longitudinal shadowing lines that suggest that a material stress line (longitudinal). The nature of the hdpe material used in the catheter shaft is that within reason, if it is deformed, it will recover much of its original dimensional attributes but may exhibit scarring that is usually more visible with transmitted light than with reflective light.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.